Manufacturer narrative:
(B)(4). All evidence indicates an incorrect country code had been loaded on to the programmer. Another programmer successfully completed the interrogation. Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly inspected and analyzed. The programmer was able to interrogate several different devices during laboratory testing. Analysis found the programmer operated as expected; however, the housing panel and handle were noted to be cracked. Those parts were exchanged. Laboratory analysis could not confirm the reported observations. An initial report was previously submitted to FDA on (B)(6) 2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2009 MDR #2124215-2009-09249 is attached.

Event description:
Boston scientific received information that this programmer was unable to interrogate the patient's device. A message arose saying the device could not be interrogated as it may have contained software that was not approved for use with this software version.